Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to performed basic occlusion, occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump received with broken reservoir tube lip, broken battery tube threads, minor scratches on lcd window, cracked reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
Customer reported that she had high blood glucose of 547 mg/dl. Customer stated that the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.